Event description:
This case was first reported as failed to calibrate. The capsule and delivery sys arrived separately. Plunger was released. The electrodes on the capsule are damaged and trocar advanced. It was decided to investigate this case as fail to attach.